Event description:
It was reported that the user contacted support after observing their ilet system appearing to overcorrect insulin while glucose trended downward, confirmed by fingerstick values and cgm readings; the user ingested apple juice and fast carbohydrates to treat the low. Symptoms included hypoglycemia with lightheadedness, dizziness, and confusion. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings were available, with insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.